Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she had two sensors that broke. The needles broke when she was out and does not have them. Customer stated the needle broke and the sensor didn't go inside her. Customer's blood glucose was 150 mg/dl. Customer is returning a sensor as she also had issues with the sensor not adhering.

Manufacturer narrative:
Evaluated two opened/used partial enlite sensor and unable to confirm needle anomaly due to customer did not return insertion needles only sensors. Unable to confirm adhesive anomaly to opened/used sensors.